Manufacturer narrative:
MFR's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-20044. The pt has two scs peripheral leads (off-label) with the same lot number. It was reported during the scs lead revision procedure, one of the lead site and the ipg pocket site appeared to be infected. As a result, the physician requested culture of the sites and explanted the scs sys. The pt was treated with the intra-venous antibiotics. Follow up identified the physician confirmed there was no infection present as previously believed. The pt underwent an allergy test and results are pending.